Manufacturer narrative:
There are no previous complaints on the device. The pump was returned on 5/23/2024. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. The pump was tested following the protocol flow rate testing. During functional testing, the reported issue was duplicated. (B)(4). It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 02/16/2024, znyo medical received a report from the customer reporting that the patient should have been close to completion of the treatment and the bag was still half full. (Zyno b-70072 tubing used for both). No patient harm reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. The flow rate failure represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).